Manufacturer narrative:
Follow-up # 1 date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: the pump was powered on with a functional audio and vibratory alarms. The original complaint about an intermittent sound issue was not duplicated during testing the volume of the sound was 70.2 decibels (db) which is within specification. The pump was opened and there were no intermittent conditions or defects found to the audio tone unit (piezo).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.